Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula dislodging from the infusion site or cause high blood glucose levels was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. However, the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient experienced elevated blood glucose levels while wearing the pod between 4 and 24 hours on the abdomen. Onset of symptoms began at 6:00 am with vomiting and blood glucose measuring 290mg/dl. Despite multiple boluses of insulin, thereafter, patient's blood glucose exceeded 500 mg/dl and vomiting continued. Paramedics were contacted and arrived on scene to find patient's blood glucose measuring 579mg/dl. Patient was subsequently transported to the hospital, diagnosed with diabetic ketoacidosis, and admitted overnight. Treatment included intravenous delivery of fluids, insulin, and glucose. It should be noted that approximately 2 hours into hospital visit, pod was removed and cannula was found dislodged from the infusion site.